Manufacturer narrative:
The reported event is inconclusive. No sample was returned for evaluation. A potential root cause could be due to "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs." " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was no longer using the purewick female external catheter because they got bad urinary tract infection, so they stopped using purewick products had 5 in 8 months. The doctor did the urine samples and on antibiotics asked if they knew of others issue. The representative advised of studies that reduce risk compared to other products. The patient stated that they might use again in future but since they stopped using due to urinary tract infection. The patient had been using this product for more than 90 days. Per additional information received via liberator on 25-jan-2022, it was stated that the patient experienced 5 urinary tract infection in 8 months of usage. Per additional information received via liberator on 31-jan-2022, stated that the patient said packaging did not say the wick was sanitized and the patient kept getting urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was no longer using the purewick female external catheter because they got bad urinary tract infection, so they stopped using purewick products had 5 in 8 months. The doctor did the urine samples and on antibiotics asked if they knew of others issue. The representative advised of studies that reduce risk compared to other products. The patient stated that they might use again in future but since they stopped using due to urinary tract infection. The patient had been using this product for more than 90 days. Per additional information received via liberator on 25-jan-2022, it was stated that the patient experienced 5 urinary tract infection in 8 months of usage. Per additional information received via liberator on 31-jan-2022, stated that the patient said packaging did not say the wick was sanitized and the patient kept getting urinary tract infection.